Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 stapler instrument failed to engage after 6 fires. Additionally, after a few fires, there was a partial fire noted while using a white sureform 45 stapler reload on the right upper pulmonary vein. Intuitive surgical, inc. (Isi) contacted the site, and the following additional information was obtained: the white reload was selected for "vessel clamping division," as the surgeon was performing a right upper pulmonary lobectomy, and at the time of the event, the target tissue was the right upper pulmonary vein. The error message, "tissue too thick, unclamp, and select reload" was observed. As a consequence of the partial fire, there were malformed staples and unplanned tissue removal; however, the surgical outcome was still reported to be successful and acceptable. A back-up sureform 45 stapler instrument was used to complete the procedure robotically. The target tissue was not calcified and was not exposed to any radiation or chemotherapy prior to the procedure, and there was no tissue tension or tissue bunching. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. There were no clamping issues prior to firing the stapler reload, and the reload did not have an exposed blade. It was unknown if staples were missing from the staple line, but there were no holes/gaps observed within the staple line. The reload was not stuck to the tissue, and no bleeding was observed. Per the site, no fragment fell inside the patient anatomy. The instrument was inspected prior to use. The procedure was completed, with no additional patient harm, adverse outcome, or injury, but with a delay of 15 to 30 minutes.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. A product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced review of the device logs was conducted by a intuitive surgical, inc. (Isi) failure analysis engineer (fae). The fae could not find the use of pn 480445-05, ln t10220719-0719 on the system and event date in question, but ln t10220719-0197 was found in the logs. The fae provided the review for this instrument, instead. Per the fae, the logs show that the sureform 45 stapler instrument was installed on the system 17 times, and it fired 6 reloads (2 green, 1 white, 1 black, 1 green, 1 black, in that order). On installs 1 and 2, the first clamp was successful, and the firings were completed with no pauses for compression. On installs 3-6, the system failed to detect the reload color, and the user manually selected the white, black, green, and black reloads, respectively. On install 3, the completed clamp was followed by a firing failure, which stopped at ~80% completion, after a duration of ~36 seconds. The maximum torque recorded during the firing was ~694 n. On install 4, the firing was completed, with no pauses for compression. On install 5, the completed clamp was followed by a second firing failure, which stopped at ~83% completion, after a duration of ~46 seconds. The maximum torque recorded during the firing was ~650 n. On install 6, the firing was completed with 1 pause for compression. On installs 7-15, the instrument failed to initialize with the system, with parameters indicating that high drivetrain friction was detected upon installation. No firing or clamping could be performed on these installs. On the 16th and 17th install attempts, the instrument failed to engage with the system, represented by multiple 22020 errors in the logs. The parameters of the errors indicate that the roll axis hardstop check failed in both instances. There were no incomplete clamps or unclamps for this instrument during the procedure. There were no other stapler related errors in the logs. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, the sureform 45 stapler instrument failed to engage after 6 fires, and after a few fires, there was a partial fire noted while using a white sureform 45 stapler reload on the right upper pulmonary vein. There were malformed staples present and unplanned tissue removed as a result of this issue. No other intra- or post-operative complications were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed, but did not replicate, the customer reported engagement failure. For clarification, the instrument was found to have several engagement failures, based on a review of the logs. However, the failure was not replicated during in-house testing. The root cause for this failure was not determinable/applicable. Additionally, based on a review of the logs and during in-house testing, the instrument failed during initialization on several attempts. The initialization failures were found to be hi drivetrain friction failures, according to the logs. The root cause for the initialization failure was not determinable. Upon further review of the logs, it was found that the instrument had several firing failures. The firing failures were not replicated in-house, due to the instrument's inability to pass initialization. The root cause for the firing failures was not determinable. The housing was removed from the back end of the instrument. The bearing thrust washers on the roll input exhibited signs of corrosion. There were rusted metal shavings found stuck on the magnet within the housing. The corrosion on the thrust washer bearing can cause the instrument to stiffen, to lose the ability to engage properly, and to roll during manual articulation. The root cause for the corroded bearings is attributed to transport/storage.

Event description:
Refer to h10/h11 for follow-up information.